Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, while moving a penumbra coil 400 in and out of a px slim delivery microcatheter, the penumbra coil 400 unintentionally detached inside the px slim delivery microcatheter. The px slim delivery microcatheter was removed with the detached penumbra coil 400 inside it. The penumbra coil 400 was removed and the px slim delivery microcatheter was used again with a new penumbra coil 400. The same resistance was met and the penumbra coil 400 became stuck inside the px slim delivery microcatheter. The px slim delivery microcatheter was removed and the procedure continued with another manufacturer's coils and catheters. The patient condition was well and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00690 and 00692.

Manufacturer narrative:
Result: [-1]there was no visual damage to the pxslim. [-2]the pc400 coil pusher assembly was kinked approximately 5.0, 45.5, 51.0, and 65.5 cm from the proximal end. The coil was attached to the pusher assembly inside the introducer sheath. The pc400 coil introducer sheath was ovalized approximately 18.2 and 25.5 cm from the distal tip. The pet lock was intact. Conclusion: the complaint has been evaluated. The complaint indicates that the first pc400 coil was manipulated in and out of the pxslim when the pc400 coil became stuck within the microcatheter and, therefore, unintentionally detached. The second pc400 coil used was manipulated several times in and out of the pxslim and also got stuck inside the microcatheter. Evaluation of the returned devices confirmed that the px slim was functional and the pc400 coil pusher assembly was kinked. The pc400 coil introducer sheath was ovalized in the distal area. It appears that this damage may have occurred after the devices were removed from the patient as this specific damage was not mentioned in the complaint. The pusher assembly to the pc400 coil was severely damaged and the coil was stuck inside the introducer sheath; therefore, the coil could not be reinserted into the pxslim to recreate the issues noted in the compliant. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.